Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual and optical examination of complaint return instruments did not identify material issue, with respect to crack, fracture, or disassembly. Witness marks noted on the four mas head engagement tab areas. No issues with opening or closing the instrument with a sample mas. Functional evaluation with a sample mas at maximum angulation was unable to manually induce release of the implant. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Conclusion: the instrument appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t11-l5. It was reported that the screw extender pull off of the bone screw at l4. The incision at l4 had to be enlarged a bit to provisionally tighten the set screw. No additional patient complications were reported.